Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot number h12b29043 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.